Event description:
Procedure type: hemorrhoid. According to the reporter: the client reported that during a longo on (B)(6), everything went well during the surgery, but at the end the device did not cut, and it has been hard to remove. The surgeon tried for half an hour to remove it gently, and then he pushed the device forward that released it with an important bleeding on the tissues that had been uprooted. He achieved hemostasis. Then he found out that the stapling and the cutting were only partial but the donut was normal on the stapled part. As everything seemed normal afterwards and the intervention rather challenging, the device was inadvertently discarded. A few days later, the patient was readmitted to the block for peritonitis and suture of a rectal lesion and a colostomy. Reinforcement material was not used.

Manufacturer narrative:
(B)(4).